Event description:
The hospital reported that during a coronary artery bypass procedure, when the heartstring iii was deployed after pulling out the delivery device the seal was unable to provide hemostasis. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The incomplete device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood inside the delivery tube. The delivery device was returned outside the loading device. The tension spring assembly and tether and the seal with anchor tab were not returned. The blue slide lock was activated and the white plunger was depressed on the delivery device. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).